Manufacturer narrative:
Report date: 02jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips by a customer that sections of touchscreen are out of calibration. Further information regarding patient or user involvement, intervention, or actions taken is currently pending. There was no patient or user harm reported.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2021-03932 is the correct report and is the primary complaint. MFR report has been identified to be a duplicate and should be nulled.